Manufacturer narrative:
Initial and final (B)(4) - device 5 of 6. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced six infusion set steel cannula bent events in the months of (B)(6) 2024. Events occurred after insertion. Blood glucose levels were reported to be between 400-500 mg/dl during the event. Patient took multiple daily injections to address the event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.